Event description:
It was reported that a pump had a system error 322. It was also reported there was no pt injury.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The unit was tested for 24 hours and no occurrence of system error 322 was observed. The reported system error 322 was confirmed through the pump's history log but could not be reproduced during evaluation and testing. Evaluation has led to the determination that the upper and lower auxiliary assemblies were failing. The upper and lower auxiliary assemblies were replaced.